Manufacturer narrative:
Phone calls to quinton to get a sample of the quinton adapter on 10/23 (3x's). 10/27, 10/28 and 11/5. Seven companion samples were returned for examination. All samples were found to be assembled correctly. All samples passed the leak test. Dimensional evaluations were within specification. The samples were engaged with the quinton as well as the titanium adaptors. Although, the quinton adaptor was harder to engage completely, it functioned adequately. Will continue to monitor for trends.

Event description:
Facility reported nurse changed the extension set and the connection between the adapter and the extension set leaked the same date. Pt developed peritonitis. The pt was given vancomycin ip. No hospitalization was required. No sample is available for evaluation. Companion samples will be sent to ogden. Will also attempt to get the quinton adapter to send to ogden for a more thorough evaluation.